Manufacturer narrative:
The patient was born in (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis. The breach was further specified as patient error during therapy. The patient was hospitalized on the same day as onset of the event. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report, treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available.